Manufacturer narrative:
On 4/12/2019, mentor became aware that the correct date of implantation was (B)(6) 1988. On 4/24/2019, the product investigation was completed. Device investigation summary: the device was received with clear gel. Red material was observed within the device and gel was observed on the shell surface. Upon receipt the device was severely rented, only one small piece was returned. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, no further conclusion as to the cause of the rent can be determined at this time because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. A manufacturing record evaluation (mre) was performed for the finished device number 22798, and no non-conformances related to the reported complaint condition were identified. At this time is not possible to determine the origin of the red material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old patient who underwent an unspecified breast implantation procedure with a 500cc mentor memorygel breast implant, experienced right side rupture post-operatively. As a result, the patient underwent removal on (B)(6) 2018.